Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted on (B)(6) 2012, during a esophageal stent placement procedure. According to the complainant, the indication for the stent placement was treatment of an tracheoesophageal fistula. The size of the stricture was "not significant." The stricture was not predilated. The procedure went well, however, that night the patient vomited and the stent migrated. The stent was removed the following day and another stent was placed. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be under (B)(6). (B)(4). The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent migration is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.